Event description:
During a diagnostic laparoscopy with possible ectopic pregnanacy, the ort stated the surgeon who used the ez35w experienced a firing with formed staples but no cut line. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. This inquiry was originally reported as an rpo "record purpose only." Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.